Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized for blood glucose levels above 800 mg/dl, ketones and vomiting. Troubleshooting was performed, and found that the insulin pump had no basal rates programmed. The time and date was also incorrect. The mother stated that the customer had recently received a replacement insulin pump, and she never programmed it. Nothing further was reported.